Manufacturer narrative:
The reported event of ¿guide wire was difficult to pull out¿ was not confirmed. As received, a complete lead was returned in one piece without a guidewire. Final analysis found that a guidewire was able to be fully inserted inside the lead and removed without difficulties. No anomalies were detected.

Event description:
It was reported that during a procedure, the physician had difficulty to separate guidewire from the left ventricular lead. The lead was not used, and the procedure was completed with a different lead on (B)(6) 2024. The patient was stable throughout.